Event description:
Same case as: 2134265-2014-04429, 2134265-2014-04370. It was reported that automatic pullback failure occurred. The less than 6 mm squared target lesion was located in the mildly tortuous and moderately calcified left main artery. During intravenous ultrasound (ivus) procedure, it was noted that the motor drive unit (mdu) was unable to perform automatic pullback. The lcd display appears normal. Manual pullback was then performed to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: over 80. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).